Event description:
The accounts engineer stated that the bed is not sending a nurse call when the pt positioning monitor (ppm) alarms at the bed. He has replaced the utv board and entertainment power cable but is still having a problem.

Manufacturer narrative:
The accounts engineer replaced the scale/ppm circuit board to repair the bed.